Manufacturer narrative:
Alleged failure: after an estimated 10 minutes, the probe could no longer be deactivated. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be due to the detachment of the suction tube to the suction shaft creates water to ingress into the handle where the electrical components are, causing a short circuit which in turn caused the unit to stop working or continuous activation. Inadequate gluing operation on the suction tube and suction shaft. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device was continuously firing.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was continuously firing.